Manufacturer narrative:
The analysis was performed on a cobas pure e 402 analytical unit (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. However, an abnormal temperature control alarm and a quality control result out of range were observed on 12-jun-2025. The investigation was limited due to the unavailability of sufficient sample volume for further testing. The root cause was attributed to a sample-specific discrepancy. Single false reactive results may occur as the specificity of the elecsys hiv duo assay is less than 100%. A general product problem was not identified.

Event description:
The initial reporter alleged a discrepant positive result for the elecsys hiv duo assay on the cobas pure e 402 analytical unit. The initial result was 2.88 coi (positive), and a rerun of the same sample yielded a result of 2.75 coi (positive). Testing of a fresh sample at the same site produced a positive result with the hiv duo elecsys e2g 300 v2 assay, while confirmatory testing with abbott and polymerase chain reaction (pcr) methods yielded negative results. The sample was also tested at another site on a cobas pure e 402 analytical unit, where it again produced a positive result.